Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a biliary stent placement procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, before the stent was released, the guide catheter was broken. They attempted to put back the broken guide catheter but it was unsuccessful. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual evaluation of the flexima biliary delivery system without its stent, found no visual defects and the returned product looks under good conditions without evidence of damages or anomalies. A functional inspection was performed and found that the guide catheter was completely retracted from the push catheter without problem or resistance. Based on product analysis, a flexima biliary delivery system without its stent and with the guide catheter fully inserted into the push catheter was returned for inspection. No visual defects were noted, the returned product looks under good conditions without evidence of damages or anomalies. Moreover, the guide catheter was completely retracted from the push catheter without problem or resistance. Additionally, its length was measured using a calibrated ruler and the result was 199.4 cm which is within specification as per its respective drawing; consequently. Therefore, no problem detected is selected as the most probable root cause for the complaint. DHR review was performed and no anomalies were observed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a biliary stent placement procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, before the stent was released, the guide catheter was broken. They attempted to put back the broken guide catheter but it was unsuccessful. The procedure was completed with a different device. There were no patient complications reported as a result of this event.